Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the "tubing broke apart." Additional information was received on 10/07/2010 by the md from the nurse clinician stating that as the rn was removing the pa catheter from the percutaneous sheath introducer, the hub of the introducer snapped off fracturing the catheter, which placed the patient at risk. The patient started to bleed, immediately the catheter was removed. As a result, a new ca-09803 was successfully placed in the patient. The insertion site and the amount of blood loss are both unknown per the customer. The patient outcome is "fine". There were no patient complications or delay in therapy reported. No medical/surgical intervention was required.